Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a dakota retrieval basket was used during a ureteroscopy (urs) procedure. During the procedure, the device broke inside the patient. Reportedly, 10 inches of the device snapped off and remained inside the patient's left ureter. The broken portion was successfully removed using another grasping device. The procedure was completed with another of the same device with no patient complications.